Manufacturer narrative:
Customer's meter has been returned to the lab and no blank screen reading issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's wife reported customer was not able to test his blood glucose due to a blank screen appearing on his precision xtra meter. Customer's wife reported customer experienced symptoms of sweating and loss of consciousness. Paramedics were called and taken customer given customer candy and juice to counteract his symptoms.